Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received several inappropriate shocks. Investigation showed the patient's r-waves had been dropping during postural changes, resulting in system oversensing. The device was then reprogrammed to the primary vector from alternate following postural prevocational testing under technical services guidance. To date, the device remains implanted and in service with no additional adverse patient effects. Subsequently, the patient returned for additional system review. The physician reportedly scheduled an electrophysiology study so as to further identify any new rhythms; this to be followed by an ablation procedure. It was further stated that if this proved unsuccessful, the plan would be to schedule an exercise test and see if they could replicate the rhythm and template. To date, the system remains implanted and in service with no adverse patient effects.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD), received several inappropriate shocks. Investigation showed the patient's r-waves had been dropping during postural changes resulting in system oversensing. The device was then reprogrammed to the primary vector from alternate, after postural prevocational testing under technical services guidance. To date, the device remains implanted and in service with no additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
UDI = (B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received several inappropriate shocks. Investigation showed the patient's r-waves had been dropping during postural changes, resulting in system oversensing. The device was then reprogrammed to the primary vector from alternate following postural prevocational testing under technical services guidance. To date, the device remains implanted and in service with no additional adverse patient effects. Subsequently, the patient returned for additional system review. The physician reportedly scheduled an electrophysiology study so as to further identify any new rhythms; this to be followed by an ablation procedure. It was further stated that if this proved unsuccessful, the plan would be to schedule an exercise test and see if they could replicate the rhythm and template. To date, the system remains implanted and in service with no adverse patient effects. Subsequently, this device was explanted and replaced with another device, implanted in a more desirable location and offering the smartpass sensing feature. The explanted device was returned for analysis. No resulting adverse patient effects were reported.